Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a drop in hemoglobin and a gi bleed was suspected. The patient underwent a blood transfusion as well as a lower and upper gastrointestinal endoscopy. A bleeding site in the lower bowel was clipped. The patient will continue to be monitored and medically managed.

Manufacturer narrative:
The patient continued to be monitored and medically managed. The patient remains ongoing on vad support and no further events have been reported. A correlation between the device and the gi bleeding cannot be determined. A review of the device history records revealed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.